Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that son had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer's mother was offered to troubleshoot for high blood glucose but customer was not there. The customer's mother was educated on how the pump delivers insulin and advised to verify with finger stick and not go by information on sensor.